Event description:
It was reported that the device showed false positive nsln episodes and over sensing. Device was left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.